Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2021 wherein the scs ipg was explanted and replaced to address the issue.

Manufacturer narrative:
An inoperable ipg was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The device was not returned for analysis; however, the implant data log was received. Analysis of the record shows that the system was unable to successfully maintain a connection with the clinician programmer. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's scs ipg would not communicate with their patient controller following a shoulder surgery. A manufacturer representative met with the patient to troubleshoot the issue and was unable to restore functionality to the device, deeming it inoperable. In turn, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
An inoperable ipg was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The device was not returned for analysis; however, the implant data log was received. Analysis of the record shows that the system was unable to successfully maintain a connection with the clinician programmer. Actions have been taken to prevent reoccurrence.